Manufacturer narrative:
Five r-pilot files 25mm were returned (four files in loose + one unused file). Two of the files in loose are actually broken at the tip of the active part (fatigue, fatigue + torque). No material defect was found during analysis of the rupture patterns. The two other files in loose have been used but are not damaged. Nothing unusual to report was found during DHR review (batch #1680906). The unused file has been evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a r-pilot file broke during use in and is still in the root canal. The outcome of the event is unknown as of this MDR evaluation.